Event description:
3cg very difficult to pick-up on monitoring and required significant time before 3cg appeared.

Event description:
3cg very difficult to pick-up on monitoring and required significant time before 3cg appeared.